Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown whether this product caused or contributed to the reported event, we are filling this MDR for notification purpose. H10: hcp review results: this event is related to the surgery and has no cause-effect relationship with the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent percutaneous pedicle screw fixation at posterior side of t11-l5 due to l2 vertebral body fracture from a tumble. Intra-op, the grasping of rod inserter loosened during rod insertion. Although the surgeon adjusted the grasping, the inserter could not grasp firmly. The product was replaced with another one as it turned unstable in all directions; but the grasping of the second inserter was loose as well. The event was dealt somehow and screw was tightened. The procedure was delayed by less than 60 minutes due to this event. Post-op, after final tightening and wound closure was done without problems, when patient's position was changed to supine position, patient's condition had a sudden deterioration and the nurse reported the color of patient's feet was not good. The condition turned to a cardiac arrest state and treatment was performed at the operation room for more than an hour. The reason suspected for health deterioration was reported that when setting position, although vertebral body reduction had been performed, it was felt that the anterior side of the vertebral body opened during the operation. According to the doctor, this occurred maybe because the pillow placed at the abdomen displaced during the operation, and the unintended part was pressed due to the displacement. The patient was then transferred to ICU in the state that "vf" still did not return. Then, at a later date, on (B)(6) 2019, it was heard that the patient had died. The cause of death was reported as pulmonary thrombosis. The doctor reported that the death was attributable to the release from the compression of groin; and not related to the malfunction of the instrument. When checking the rod inserter after the procedure, fine scratches on the tip gripping part were noticed but no problem was observed in operation and gripping function.